Event description:
It was reported that during a case using the spine guidance software, the navigation was inaccurate when the surgeon was attempting screw placement.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Additional data: h4.

Event description:
It was reported that during a case using the spine guidance software, the navigation was inaccurate when the surgeon was attempting screw placement.